Manufacturer narrative:
Gehc surgery personnel loss of r1 on surge suppressor pcb causing no power to unit. Replaced defective pcb to restore system to operational status.

Event description:
Customer reported system would not boot for first case of the day. After system would not boot up service notified. No patient involved with no boot issue. All cases completed in second or room.